Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (with complications)") and caesarean section ("caesarean section") in a 23-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)," in (B)(6) 2016. The patient's past medical history included miscarriage, gravida, multigravida and parity 5 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2012, (B)(6) 2016, (B)(6) 2017). In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). In 2014, the patient experienced urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), vision blurred ("blurred vision"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery ("premature delivery") and caesarean section (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with prenatal vitamins and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, vision blurred, fatigue, alopecia, vaginal discharge, abdominal pain, back pain, premature delivery and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anxiety, back pain, caesarean section, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received- new event pregnancy (with complications) dated (??-apr-2016), device ineffective, mood swings, abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia), urinary tract infection, yeast infection, anxiety, depression, migraines, headaches, dysmenorrhea, dyspareunia (painful sexual intercourse), blurred vision, fatigue, hair loss, vaginal discharge, abdominal pain, back pain, premature delivery, caesarean section were added. New reporter, patient information, treatment medication, lab data, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (with complications)") and caesarean section ("caesarean section") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)," in (B)(6) 2016. The patient's medical history included miscarriage, pregnancy with contraceptive device in (B)(6) 2015, multigravida and parity 5 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2012, (B)(6) 2016, (B)(6) 2017). In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). In 2014, the patient experienced urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), vision blurred ("blurred vision"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery ("premature delivery") and underwent caesarean section (seriousness criterion medically significant). The patient was treated with ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, vision blurred, fatigue, alopecia, vaginal discharge, abdominal pain, back pain, premature delivery and caesarean section outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anxiety, back pain, caesarean section, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: the plaintiff experienced previous pregnancy episode captured under the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc amendment: the report was also amended on (B)(6) 2018 for the following reason: correction: patient's medical history (previous pregnancy) was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.